Manufacturer narrative:
(B)(4). The battery was evaluated by philips quality where misleading leads were observed. This was a malfunction of the battery. The customer was sent a replacement battery to resolve the issue.

Event description:
The customer reported that he has a heart start mrx defibrillator battery that is not taking a charge. There was no reported pt involvement.